Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously low tpm result for one (1) patient, generated by the unicel dxc 800 pro synchron chemistry analyzer. The result was not reported out of the lab. Repeat analysis on an alternate instrument generated a higher result. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Sample was fresh. Qc was within established ranges before and after the event. Bci field service engineer (fse) replaced the tpm module. A clear root clause is unknown at this time.